Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open blisters under right breast area that is raw, red, and bruised near ribs. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.